Event description:
It was reported that 5 syringes 0.5ml 31ga 8mm 10bag 500 pl/wg experienced leakage. The following information was provided by the initial reporter: consumer reported found in one packet 5 syringes with a hole in barrel. Insulin leaked out when drawing. Lot#: 9189631b, catalog#: 928857, date of event: on (B)(6) 2020.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch#: 9189631. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 syringes 0.5ml 31ga 8mm 10bag 500 pl/wg experienced leakage. The following information was provided by the initial reporter: consumer reported found in one packet 5 syringes with a hole in barrel. Insulin leaked out when drawing. Lot #: 9189631b, catalog#: 928857, date of event: (B)(6) 2020.